Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was 90% stenosed which located in the mildly calcified and non tortuous distal right coronary artery.

Event description:
Same case as: 2134265-2014-06374, 2134265-2014-06405. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an opticross¿ imaging catheter was used in conjunction with ilab ultrasound imaging system and a sled to perform automatic pullback. However, it was noted that pullback failure occurred. The procedure was completed without issue after the opticross¿ imaging catheter was exchanged to another opticross¿ imaging catheter. No patient complications were reported and the patient's status was good.